Manufacturer narrative:
On 4/6/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Halo catheter, model # d-1160-29-s, lot number unknown. Stryker catheter (reprocessed), model # 401381, lot number unknown. Stryker catheter (reprocessed), model # 401442, lot number unknown. St. Jude medical ramp 8.5fr sheath, model and lot numbers unknown. (B)(4). There is no information regarding spi value. Smarttouch catheter was in close proximity to a halo catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system intermittently indicated to re-zero the catheter during sheath and halo catheter interactions. There were no error messages reported on any bwi equipment during the procedure.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and other unspecified medical interventions. During ablation phase, between ablation applications, the patient became bradycardic and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 400cc. Patient was reported to be in stable condition. Patient required 2 additional days of hospitalization as a result of the adverse event for monitoring. Patient outcome is improved. Factors cited that may have contributed to the adverse event include that the patient has a small heart and was breathing deeply during the procedure. Physician¿s opinion regarding the cause of the adverse event is that catheter stability was compromised as a result of the patient breathing deeply, which caused the catheter to inadvertently advance into the right ventricle. Physician believes that this is when the perforation occurred. No transseptal puncture was performed. Sheath in use was a st. Jude ramp 8.5 french long. Generator parameters included power control mode at 40 watts with impedance cut-off of 250 ohms. Generator settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed at the site of injury. Irrigated catheter flow was set at 30ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and other unspecified medical interventions. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.